Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the foreign material was not identified and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope had foreign material on the distal end camera cover. There was no patient involvement.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope had foreign material on the c-cover. There was no patient involvement.

Manufacturer narrative:
Corrected information: b5